Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned femoral lug punch indicated that short stepped lug punch busing has seized up on the short stepped lug punch, due to deformation/ mushrooming of the punch against the bushing. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery, instrument broke above the incision. No pieces fell into the patient and no injury reported, no delay and procedure was concluded with a backup device from smith and nephew.